Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the derma carrier was not moving thru the mesher. Because living legacy foundation is a skin bank, the event occurred while harvesting cadaver skin. There was no harm and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Product review of the skin graft mesher sn (B)(6) by dover on 13 may 2020 revealed that the bottom roll was damaged. The cutter 1:5 and cutter 2:1 failed due to an incomplete cut. The bottom roll and ratchet were not working together so the pre-repair calibration and test cut could not be performed. Repair of the device was performed by dover on 13 may 2020 which included replacement of the following: gears and collars replaced on the cutters, side plates, shoulder bolts, washers, comb, gear, ratchet gear and pin, bottom roll. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.